Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging missing product. The reporter alleged that the cable and adaptor were not in the box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.